Manufacturer narrative:
A device history review was performed on the reported lot number. No quality or manufacturing deviations were noted, and no similar complaints have been received on this batch number. A review of similar complaints across the inflation device product family for the past 15 months was conducted and no trends were noted. The returned device was examined and found to be occluded with solidified contrast media. By applying 6atm of pressure, the blockage was removed. The device was then leak tested, vacuum tested, and the locking mechanism was tested per our specifications. All testing was passed, successfully, by the device. No visual damage or defects were noted. The root cause of the reported failure can be attributed to the solidified contrast media in the line. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of MFR that the product which is the subject of this report in any way has malfunctioned, was defective, or casually related to any death or serious injury.

Event description:
As reported by user in another country, after a balloon catheter was inflated with an encore inflation device, the balloon was not able to be deflated. The physician changed to another encore unit and the balloon was deflated successfully with no patient complications. The used inflation device was returned for evaluation.